Manufacturer narrative:
Reported event of catheter detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the wire was kinked near the handle. The flare was detached from the catheter, and the catheter has marks from the flare process performed during manufacturing. Functional evaluation could not be performed due to the condition of the returned device. The complaint was confirmed; the flare was detached which does not allow the device to be actuated. However, review and analysis of all available information failed to indicate a root cause or probable root cause for this event. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02123, and manufacturer report # 3005099803-2014-02122 for the associated device information. It was reported to boston scientific corporation that two rotatable small oval snares were opened during a gastroscopy procedure performed on (B)(6) 2014. According to the complainant, the physician intended to use the first snare to remove a pen from the patient's stomach. However, during preparation, the sheath detached and the snare was unable to extend. A second device was prepared when the same problem occurred. The procedure was completed with a third rotatable snare. There were no patient complications as a result of this event. The patient&#38112;condition following the procedure was reported to be "good."

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02123, and manufacturer report # 3005099803-2014-02122 for the associated device information. It was reported to boston scientific corporation that two rotatable small oval snares were opened during a gastroscopy procedure performed on (B)(6) 2014. According to the complainant, the physician intended to use the first snare to remove a pen from the patient¿s stomach. However, during preparation, the sheath detached and the snare was unable to extend. A second device was prepared when the same problem occurred. The procedure was completed with a third rotatable snare. There were no patient complications as a result of this event. The patient¿s condition following the procedure was reported to be ¿good.¿